Event description:
The customer reported that the 840 ventilator had an erratic display. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical unit interface (gui) and backlight inverter pcb. The ventilator passed all testing.